Manufacturer narrative:
(T:flex) per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, reportedly, the customer overfilled the cartridge. Additionally it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the customer overfilled the cartridge. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy.